Event description:
Per plaintiff's complaint, docket number (B)(4), (B)(6) "was injured requiring medical treatment to his right knee ("underlying injury")". "Thereafter, plaintiff began receiving treatment of the underlying injury from a qualified medical provider." "On or about (B)(6) 2010, plaintiff was prescribed the use of the ctu as part of the treatment for the underlying injury." "Plaintiff has suffered: pain, suffering, and inconvenience, disfigurement, physical impairment." The allegations of the complaint are unverified.